Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received, however the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a trained physician attempted an arteriotomy closure using the starclose device after a cerebral diagnostic procedure. The clip was deployed, however the device became stuck. The physician used force to remove the device. Two of the vessel locator wings were detached and hanging at the distal tip of the device. The clip remained in the patient. A c-clamp and manual compression was used to achieve hemostasis. No additional information available.